Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. There was sufficient amount of calcium present to allow anchoring of the device. The patient's aortic valve angle (av angle from 3mensio) was 45°. During procedure, heparin was given and a pre-implant balloon valvuloplasty was done with a 18mm non-abbott balloon. Several (5) attempts were made to release the valve but one time was too high and 3 times was too low. The valve and delivery system were changed and a new 27mm navitor vision valve and large flexnav delivery system were chosen. The second valve was released at the 3rd attempt. After the deployment the valve popped up in aortic root. The implant depth at 80% was 3-4 mm and the depth at release prior to migration was 0 mm. A severe aortic insufficiency (ai) that caused pulmonary edema and after few minutes pulseless electrical activity (pea) were noted. An advanced cardiac life support (acls) started with recovery of spontaneous circulation (rosc) after few minutes with junctional rhythm, a ventricular paced rhythm supported the position. A new 27mm navitor vision valve and large flexnav delivery system were prepared and deployed with a non-abbott guidewire (difficult to cross the first valve that wasn¿t snared) but the valve popped up in aortic root. The implant depth at 80% was 3-4 mm and the depth at release prior to migration was 0 mm. A severe ai and pea after few minutes. The operators start acls with rosc after few minutes with ventricular paced rhythm. They decided to place a new 23mm non-abbott valve was chosen. In the meantime, the patient has another pea and acls started, rosc in a few minutes and 23mm non-abbott valve was deployed. After the implant, there was no ai and ventricular paced rhythm were needed. Due to hemodynamic condition operators decided to start extracorporeal membrane oxygenation (ECMO). The patient is currently hospitalized

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.